Event description:
The customer reported (B)(6) prism htlv-I/htlv-ii results on multiple patients when performing a validation study on the alinity s analyzer. All of the (B)(6) prism samples tested negative on the alinity s. Western blot (wb) testing was (B)(6) for all but one sample, which was indeterminate (ind). Results provided: (B)(6) results (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause abbott prism htlv-I/htlv-ii identified normal complaint activity. As the lot numbers are unknown, the performance of the likely cause list number (6e50-68) was investigated by completing a review for non-conformances, potential non-conformances and deviations. This review did not identify any non-conformances, potential non-conformances or deviations for the list number. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of overall customer field data was performed regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for list number 6e50-68. The irr, the rrr and the specificity of the list number is within package insert specifications. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified.